Event description:
Surface defect on component. New information has been received from the customer which has resulted in a change of the defect type and the report type. The new defect type, lack of stability during placement, and the report type, serious injury are provided in this follow up report.

Event description:
Surface defect on component.